Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has a problem with the implantable neurostimulator (ins) needing to be charged a lot. Patient rep stated that sometimes, they need to charge the patient's ins in less than 24 hours, "borderline" 36 hours or roughly maybe a day and a half, and that they were told that they should charge the ins every 2-3 days. Patient rep added that they already went to the patient's hcp and the rep there confirmed that they were charging the patient's ins correctly. Patient rep also mentioned that they asked the patient's hcp about the option to have a back-up for the patient's wireless recharger because the patient goes to school 30 minutes away and the therapy was turned off at one point as a result of not charging the ins soon enough. Patient rep was unclear with the event date but mentioned that the issue started around the time the patient's ins was implanted. Agent was unable to troubleshoot with the patient rep as the patient was not with them. Agent redirected the patient rep to the patient's hcp to further address the issue.